Event description:
Caller reported that the cartridge leaked insulin. Customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support attempted to resolve the issue, but the call was disconnected and a callback was unsuccessful; therefore, no further corrective action was completed.